Event description:
It was reported that during a percutaneous coronary intervention procedure, the burr was stuck in the lesion. Three days prior, an intervention was attempted for a previously placed stent with diffuse in-stent restenosis. The stent appeared to be under deployed and there was difficulty with dilating it further, due to watermelon seeding of the balloons including flextome cutting balloons. Some improvement was achieved. However, a significant residual re-stenosis remained in the stent. Because of contrast burden the procedure was ended with the plan to bring the pt back another day. When the pt returned for the re-intervention, the physician opted for rotational atherectomy. A temporary pacemaker was placed but not turned on. Several runs were made partially through the stent for several minutes at a time. During the final pass, the physician's "foot slipped off the pedal while the burr was in the middle of the stent". The burr could not be removed. The physician exchanged out the advancer, however, the burr still would not spin. They attempted to pull forcefully, but with deep seating of the non bsc guide catheter "the artery tore, more than likely". Then access was obtained through the left groin and a pt2 guidewire was placed through the stent strut. Then a maverick 1.5mm balloon was inflated to 8 atms for 16 seconds and again to 12 atms for 8 seconds in the distal segment near the burr. This did not loosen the burr. The physician attempted further tugging and dynaglide mode to remove the burr, but was unsuccessful. The pt was still "quite stable" and required the use of the temporary pacemaker. The pt was having shoulder pain with no major st changes. The pt was transferred to another facility for bypass surgery. It was noted that the pt had received plavix preload prior to the procedure. In surgery, the sheath, guide catheter and rotablator devices were removed from the right femoral artery without incident. Pt received bypass of one vessel that same day and was transferred to the ICU in satisfactory condition. No further complications were reported.

Manufacturer narrative:
An initial examination of the complaint unit was not carried out, as the product was not returned to site for investigation. The unit was disposed at the user facility. The batch number is unk and the mfg records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.